Event description:
A 3.5 mm diameter x 15 mm length sprinter balloon was inserted into a pt for the treatment of a right coronary artery lesion. Vessel morphology is unk. The user facility medwatch states: during coronary stent procedure, balloon was inflated resulting in perforation of the right coronary artery. Stent was placed across the perforated area, but pt developed hypotension that did not respond to vasopressors or fluids. An echocardiogram was done and confirmed pericardial effusion. Pericardiocentesis attempted, but pt arrested. Operating room team was called and pericardial window done emergently in the cath lab. Pt was then taken to the operating room for coronary artery bypass graft. Currently in sicu. Request for further info has been made to risk management at the hosp. Further info from the account is pending.